Event description:
The customer reported that the analyzer produced low results for digoxin on level 1 quality control material. A field engineer visited the site and performed maintenance on the analyzer which resolved the issue. There was no report of pt harm as a result of this occurrence.